Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain (pelvic)') and abdominal pain lower ('lower abdominal pain and cramping / lower abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included overweight, gallstones, amenorrhea, abdominal adhesions and hepatic lesion. Previously administered products included for an unreported indication: triamcinolone acetonlde and diflucan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge and infections/vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), abdominal pain ("pain (abdominal)"), vaginal infection ("vaginal discharge and infections/ vaginal infection") and abdominal pain upper ("upper and lower abdominal pain / upper abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy and cornual wedge resection with removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, female sexual dysfunction, dyspareunia, alopecia and weight increased outcome was unknown and the abdominal pain lower, vaginal discharge, vaginal infection and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff is currently seeking medical attention for her symptoms. Discrepancy noted as per pfs: insertion date of essure is (B)(6) 2014 as per current pfs. Plaintiff received treatment for pain and bladder/ urinary problems. Current weight (B)(6) lbs. Insertion details- left side 4 coils and right side 3 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical records: vaginal bleeding, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 09-jun-2021: the case becomes serious incident. Mr received. Reporter information, date explanted, other relevant history added and product removal details updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain(pelvic)') and abdominal pain lower ('lower abdominal pain and cramping / lower abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test - no". The patient's medical history included overweight, gallstones, amenorrhea, abdominal adhesions and hepatic lesion. Previously administered products included for an unreported indication: triamcinolone acetonide and diflucan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge and infections/vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), abdominal pain ("pain (abdominal)"), vaginal infection ("vaginal discharge and infections/vaginal infection") and abdominal pain upper ("upper and lower abdominal pain / upper abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy and cornuawedge resection withremovalof essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, female sexual dysfunction, dyspareunia, alopecia and weight increased outcome was unknown and the abdominal pain lower, vaginal discharge, vaginal infection and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff is currently seeking medical attention for her symptoms. Discrepancy noted as per pfs: insertion date of essure is (B)(6) 2014 as per current pfs. Plaintiff received treatment for pain and bladder/urinary problems. Current weight 115lbs. Insertion details- left side 4 coils and right side 3 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal bleeding, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complain most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.